Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-26. H6: investigation summary: two photos and several samples were provided to our quality team for investigation. The product was visually inspected, observing excess silicone in only one of the samples. A device history review was performed for reported lot 2101049, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2101049 and found to be within specification. Testing was also performed on the returned samples, results verified the amount of silicone was above the specified limits in the one sample, all other product was within specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, this incident was determined to have occurred due to a failure in the sprayer that does the silicone within the barrel.

Event description:
It was reported that 2 syringe 10ml ll experienced foreign matter in syringe or any fluid path component. The following information was provided by the initial reporter: a large amount of clear substance is visible inside the syringe. Risk of this being injected into the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 10ml ll experienced foreign matter in syringe or any fluid path component. The following information was provided by the initial reporter: a large amount of clear substance is visible inside the syringe. Risk of this being injected into the patient.